Event description:
This case was reported by a consumer and described the occurrence of breast cancer in a (B)(6) female pt who received super poligrip comfort seal strips and super poligrip original denture adhesive cream ((B)(4)) for two years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date(s), the pt started super poligrip comfort seal strips and super poligrip original. At an unk time after starting super poligrip comfort seal strips and super poligrip original, the pt experienced breast cancer, numbness in hand, abnormal sensation of limbs and numbness of upper extremities. The pt described the hand numbness as her hand felt thick, as if she were wearing a glove. The pt lodged a product complaint of super poligrip original not holding her dentures. Her dentures would become loose in less than eight hours and the super poligrip original would ooze. This case was assessed as medically serious by gsk. Treatment with super poligrip comfort seal strips and super poligrip original were discontinued on (B)(6) 2010. At the time of reporting, the events were unresolved. Pt reported that she had a mammogram two years ago that was okay. In (B)(6) 2010, she had a mammogram followed by a repeat mammogram (B)(6) 2010 along with an ultrasound. The pt was diagnosed with breast cancer. On (B)(6) 2010, she had out-patient surgery for breast cancer, the tumor was an early stage tumor. The pt reported that her arm and hand numbness may have been related to the surgery for breast cancer.

Manufacturer narrative:
Super poligrip original is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).